Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 15th november 2021 and 26th april 2022 recorded the gradual increase of the pacing impedance from approximately 1500 ohms to 1800 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
In april 2022 it was reported that the pacing impedance on rv lead was increasing but there was no change in threshold. The patient was put on homemonitoring. On (B)(6) 2022 a homemonitoring alert was activated showing that the lead impedance rose and the lead polarity changed to unipolar. The physician was informed. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that this lead was capped on 28-dec-2022. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 15th november 2021 and 26th april 2022 recorded the gradual increase of the pacing impedance from approximately 1500 ohms to 1800 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.